Manufacturer narrative:
Concomitant medical products: 452453 lead, implanted: (B)(6) 2001. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine follow-up device check, the device was noted to be at eri (elective replacement indicator). It was noted that there was no known exposure to a strong electromagnetic field at the time of eri. The device was programmed back to dual chamber mode, and remains in use. No patient complications have been reported as a result of this event.